Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with low laser power during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer reported receiving low laser power output from the laser system. The company service representative examined the system and found the laser fiber was nonconforming. The laser fiber was replaced. The system was then tested and met all product specifications. The laser system was manufactured on november 2, 2009. Based on qa assessment, the product met specifications at the time of release. The laser fiber was received and a visual assessment noted a kink in the laser fiber. The root cause of the reported event can be attributed to a nonconforming laser fiber (kinked). The manufacturer internal reference number is: (B)(4).